Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 03-aug-2016. It describes the occurrence of pregnancy in a female consumer of unspecified age who had essure (ess205) (fallopian tube occlusion insert) inserted in (B)(6) 2005. Approximately 4 months after she was implanted with essure, plaintiff became pregnant. The pregnancy was confirmed by her doctor via ultrasound, during which she informed plaintiff that the reason she became pregnant was because the left coil was not there. The left coil has never been located and was not removed from her body. Plaintiff gave birth to a healthy baby boy on (B)(6) 2006. Shortly after undergoing the essure procedure, she began to suffer severe menstrual, abdominal and back pain as well as heavy bleeding. In fact, essure-related pain grew so severe that she was eventually prescribed a host of pain medications including hydrocodone, oxycodone, and fentanyl. Additionally, after being implanted with essure she also suffered from symptoms of depression and fatigue. Plaintiff was eventually prescribed celebrex in order to help treat her depression. Plaintiff also suffered weight fluctuations and pain during intercourse. Since undergoing the essure procedure she has suffered from severe migraines for which she had no history of suffering prior to undergoing the implantation of essure. Plaintiff has since been prescribed topamax and amitriptyline, which she now takes daily to treat her migraines. Essure subsequently migrated, which prompted plaintiff to have to undergo a partial hysterectomy in 2012 and a total hysterectomy in 2013 as a result of severe abdominal pain and heavy bleeding. In or around 2014, she was diagnosed with rheumatoid arthritis and as a result thereof, has had to have her right knee and right big toe joints surgically replaced. Additionally, she recently fell and broke several bones in her right foot and right ankle. She attributed the fall to her rheumatoid arthritis, which she was diagnosed with after being implanted with essure. She was no longer as happy and she was no longer as energetic. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusions insert) inserted and shortly after experienced abdominal pain/severe pain and heavy bleeding. Approximately 4 months after she was implanted with essure she became pregnant and an ultrasound showed that the left coil was not there / left coil has never been located/migrated. Also, it was reported that consumer was diagnosed with rheumatoid arthritis. Consumer suffered a partial hysterectomy and 1 year later to a total hysterectomy. Patient gave birth to a healthy baby boy. Outcome for the other events was not reported. Rheumatoid arthritis is unlisted while the other events are listed in the reference safety information for essure. Rheumatoid arthritis is an autoimmune disease characterized by inflammation of the lining of the joints, which may lead to chronic pain and disability. Considering the autoimmune nature of ra and the essure's local action in fallopian tubes, causality between this reported event and essure use is unlikely (unrelated). Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that essure had migrated. This could alternatively explain the pregnancy occurrence. However, due to the lack of sufficient information, a causal relationship between pregnancy and essure can formally not be excluded (related). After essure insertion, abdominal/pelvic/uncharacterized pain and abnormal genital bleeding/menses pattern changes may occur. Also, there is a risk that the device could move out of fallopian tube. Considering the nature of these events, a causal relationship between them and essure cannot be excluded. Non serious events were reported. This case was regarded as incident as a surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow-up received on 31-aug-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and shortly after experienced abdominal pain/severe pain and heavy bleeding. Approximately 4 months after she was implanted with essure she became pregnant and it was noticed that the left coil was not there / left coil has never been located/migrated. Also, plaintiff was diagnosed with rheumatoid arthritis. Plaintiff suffered a partial hysterectomy and 1 year later to a total hysterectomy. She gave birth to a healthy baby boy. Rheumatoid arthritis (ra) is unlisted while the other events are listed in the reference safety information for essure. Ra is an autoimmune disease characterized by inflammation of the lining of the joints, which may lead to chronic pain and disability. Considering its nature of ra and the essure's local action, causality between ra and essure is unlikely (unrelated). Unintended pregnancies may occur during any contraceptive use. Pregnancies have been reported in women with essure micro-inserts in place. In this particular case, it was reported that essure had migrated. This could alternatively explain the pregnancy occurrence. However, due to the lack of sufficient information, a causal relationship between pregnancy and essure can formally not be excluded (related). After essure insertion, abdominal/pelvic/uncharacterized pain and abnormal genital bleeding/menses pattern changes may occur. Also, there is a risk that the device could move out of fallopian tube. Considering the nature of these events, a causal relationship between them and essure cannot be excluded. Non serious events were reported. This case was regarded as incident as a surgical intervention was required. The product technical analysis concluded there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Further information will be obtained through the litigation process.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the left coil was not there / left coil has never been located/migrated"), abdominal pain ("abdominal pain/severe pain / abdominal pain"), genital haemorrhage ("heavy bleeding / heavy bleeding"), pregnancy with contraceptive device ("approximately 4 months after she was implanted with essure she became pregnant"), rheumatoid arthritis ("rheumatoid arthritis") and suicidal ideation ("suicidal") in a (B)(6)-year-old female patient (gravida 1, para 1) who had essure (ess205) (batch no. 12275731) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy in 2008, gastrectomy, hernia repair, leg operation, neck surgery, hip surgery, back surgery, gravida ii and parity 3 (2001 and 2005, 2006.). She did not experience any complications of pregnancy or delivery. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), depression ("depression / was no longer as happy /depression"), fatigue ("fatigue / was no longer as energetic / fatigue"), weight fluctuation ("weight fluctuations / weight fluctuations"), dyspareunia ("pain during intercourse / pain during intercourse"), migraine ("severe migraines / migraines"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("back pain / back pain"), fall ("fell "), ankle fracture ("broke bones in right ankle"), anxiety ("anxiety"), ovarian cyst ("abdominal pain from ovarian cysts"), headache ("head pain") and pain ("body pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with hydrocodone, oxycodone, fentanyl, celecoxib (celebrex), topiramate (topamax), amitriptyline, surgery (laparoscopic bilateral salpingo-oophorectomy and trachelectomy), surgery (laparoscopic bilateral salpingo-oophorectomy and trachelectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, rheumatoid arthritis, fatigue, weight fluctuation, dyspareunia, migraine, fall and ankle fracture outcome was unknown, the genital haemorrhage and pregnancy with contraceptive device had resolved and the suicidal ideation, depression, dysmenorrhoea, back pain, arthralgia, anxiety, ovarian cyst, headache and pain had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, ankle fracture, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fall, fatigue, genital haemorrhage, headache, migraine, ovarian cyst, pain, pregnancy with contraceptive device, rheumatoid arthritis, suicidal ideation and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for migraines,rheumatoid arthritis/joint pain, abdominal pain. Patient did not allege that essure caused birth defects. She unsure whether she undergo an essure confirmation test. Current weight-(B)(6). Essure removal date reported as (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Ultrasound scan - on an unknown date: pregnancy confirmed, left coil was not there quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 29-nov-2017: events- "joint pain, anxiety, different and more intense pelvic pain began after implant, abdominal pain from ovarian cysts, head pain, body pain, suicidal", reporter, historical condition, lot number added from pfs. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the left coil was not there / left coil has never been located/migrated"), abdominal pain ("abdominal pain/severe pain / abdominal pain"), genital haemorrhage ("heavy bleeding / heavy bleeding"), pregnancy with contraceptive device ("approximately 4 months after she was implanted with essure she became pregnant"), rheumatoid arthritis ("rheumatoid arthritis") and suicidal ideation ("suicidal") in a 36-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 12275731 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included cholecystectomy in 2008, gastrectomy, hernia repair, leg operation, neck surgery, hip surgery, back surgery, multigravida and parity 2 (2001 and 2005). She did not experience any complications of pregnancy or delivery. Concurrent conditions included obesity. On (B)(6) 2005, the patient had essure (ess205) inserted. In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), depression ("depression / was no longer as happy /depression"), fatigue ("fatigue / was no longer as energetic / fatigue"), weight fluctuation ("weight fluctuations / weight fluctuations"), dyspareunia ("pain during intercourse / pain during intercourse"), migraine ("severe migraines / migraines"), dysmenorrhoea ("severe menstrual pain / menstrual pain"), back pain ("back pain / back pain"), fall ("fell"), ankle fracture ("broke bones in right anke"), anxiety ("anxiety"), ovarian cyst ("abdominal pain from ovarian cysts"), headache ("head pain") and pain ("body pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with hydrocodone, oxycodone, fentanyl, celecoxib (celebrex), topiramate (topamax), amitriptyline, surgery (laparoscopic bilateral salpingo-oophorectomy and trachelectomy), surgery (laparoscopic bilateral salpingo-oophorectomy and trachelectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the device dislocation, abdominal pain, rheumatoid arthritis, fatigue, weight fluctuation, dyspareunia, migraine, fall and ankle fracture outcome was unknown, the genital haemorrhage and pregnancy with contraceptive device had resolved and the suicidal ideation, depression, dysmenorrhoea, back pain, arthralgia, anxiety, ovarian cyst, headache and pain had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, ankle fracture, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fall, fatigue, genital haemorrhage, headache, migraine, ovarian cyst, pain, pregnancy with contraceptive device, rheumatoid arthritis, suicidal ideation and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for migraines,rheumatoid arthritis/joint pain, abdominal pain. Patient did not allege that essure caused birth defects. She unsure whether she undergo an essure confirmation test. Current weight-195. Essure removal date reported as (B)(6) 2012 and (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Ultrasound scan - on an unknown date: pregnancy confirmed, left coil was not there concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage, fatigue, migraine, back pain, fall, arthralgia, headache, dyspareunia, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("the left coil was not there / left coil has never been located/migrated"), abdominal pain ("abdominal pain/severe pain / abdominal pain"), genital haemorrhage ("heavy bleeding / heavy bleeding"), pregnancy with contraceptive device ("approximately 4 months after she was implanted with essure she became pregnant"), rheumatoid arthritis ("rheumatoid arthritis") and suicidal ideation ("suicidal") in a 36-year-old female patient (gravida 4, para 3) who had essure (ess205) (batch no. 12275731 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included cholecystectomy on (B)(6)2008, gastrectomy, hernia repair, leg operation, neck surgery, hip surgery, back surgery, multigravida and parity 2 (2001 and 2005). She did not experience any complications of pregnancy or delivery. Concurrent conditions included obesity, dizziness, muscle spasm, malaise, thyroid disorder and renal disease. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2005, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), weight fluctuation ("weight fluctuations / weight fluctuations"), migraine ("severe migraines / migraines"), dysmenorrhoea ("severe menstrual pain / menstrual pain") and back pain ("back pain / back pain"). In (B)(6)2005, the patient experienced fatigue ("fatigue / was no longer as energetic / fatigue"). In (B)(6)2005, the patient experienced dyspareunia ("pain during intercourse / pain during intercourse"). In (B)(6)2006, the patient experienced depression ("depression / was no longer as happy /depression"). In 2013, the patient experienced rheumatoid arthritis (seriousness criterion medically significant) and arthralgia ("joint pain"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, pregnancy with contraceptive device (seriousness criterion medically significant), suicidal ideation (seriousness criterion medically significant), fall ("fell"), ankle fracture ("broke bones in right anke"), anxiety ("anxiety"), ovarian cyst ("abdominal pain from ovarian cysts"), headache ("head pain"), pain ("body pain") and polyp ("polyps"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with hydrocodone, oxycodone, fentanyl, celecoxib (celebrex), topiramate (topamax), amitriptyline, surgery (laparoscopic bilateral salpingo-oophorectomy and trachelectomy), surgery (laparoscopic bilateral salpingo-oophorectomy and trachelectomy) and surgery (ablation). Essure (ess205) was removed on (B)(6)2013. At the time of the report, the device dislocation, abdominal pain, rheumatoid arthritis, fatigue, dyspareunia, migraine, fall and ankle fracture outcome was unknown, the genital haemorrhage, pregnancy with contraceptive device, dysmenorrhoea, ovarian cyst and polyp had resolved and the suicidal ideation, depression, weight fluctuation, back pain, arthralgia, anxiety, headache and pain had not resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered abdominal pain, ankle fracture, anxiety, arthralgia, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fall, fatigue, genital haemorrhage, headache, migraine, ovarian cyst, pain, polyp, pregnancy with contraceptive device, rheumatoid arthritis, suicidal ideation and weight fluctuation to be related to essure (ess205). The reporter commented: patient received treatment for migraines,rheumatoid arthritis/joint pain, abdominal pain. Patient did not allege that essure caused birth defects. She unsure whether she undergo an essure confirmation test. Current weight-195. Essure removal date reported as (B)(6)2012 and (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.3 kg/sqm. Ultrasound scan - on an unknown date: pregnancy confirmed, left coil was not there concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage, fatigue, migraine, back pain, fall, arthralgia, headache, dyspareunia, rheumatoid arthritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2018: pfs received. Concomitant condition was added. Added event polyp, she did not undergo essure confirmation test. Updated outcome of events (menstrual pain, cyst, polyps, cyst). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.